Event description:
It was reported that after the pump had been pumping for one week, the user noticed frequent electrocardiogram artifact and could not get a good electrtocardiogram to trigger from. The patient was transferred to another pump without any complications.